Event description:
Pt (patient) reported their nurse had to a pump error "curlin pump occluded" on (B)(6) 2025. Pt stated everything was correct, yet it could not be re-set. Pt was given medication via gravity and no dose was missed. Pump serial number provided: (B)(6), expiration 10/15/2026. No further information, details or dates available. Product lot and expiration unknown. Unknown if medical doctor is aware. Dose/amount: gammagard liquid solution- 20gm. Gammagard liquid solution indication: selective deficiency of immunoglobulin g [igg] subclasses. Did pharmacy replace device? Yes. Is device associated with event available for return? Yes.